Manufacturer narrative:
The olympus service center also identified the focus ring was worn/cracked, the rear cover label was fading, and the switch buttons were intermittent due to faulty switchboard. The final investigation has been completed. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the cable unit caused by excessive force by the user. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported to olympus the device had an error code e307 that said 'white balance failed' in reprocessing. There was no patient involvement. The device was returned to olympus for repair. The olympus service center evaluated the device and found the white balance failed and the image was intermittent due to a faulty cable unit. This report is being submitted for the reportable event of intermittent image identified by olympus.